Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back was inconclusive because the use conditions in which the event was alleged to have occurred could not be replicated in the field assurance laboratory. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The catheter appeared engorged with blood products. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. Microscopic inspection of the three-way valve was unremarkable. While blood products were present within the returned catheter lumen, it could not be determined if the presence of blood within the device was caused by improper maintenance or valve malfunction (unintentional bleed back). The valve appeared unremarkable to microscopic inspection; however, valve crack pressure could not be assessed, nor could valve functionality within the intended use conditions. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rezi1024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was passed on (B)(6) 2017 and during the period of use, at two different moments, it presented spontaneous blood return while was performed the catheter maintenance in the exchange of the luer lock connector. However, it was possible to stop the blood return after the connector¿s placement and washing of catheter with 0.9% sf. On (B)(6), the patient returned from home to perform the weekly maintenance, with the catheter completely blocked. The representative was contacted immediately. Since the catheter is valved, the customer requires an evaluation of possible damage to the catheter valve.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezi1024 showed no other similar product complaint(s) from this lot number. Device has not been returned.

Event description:
It was reported that the catheter was passed on (B)(6) 2017 and during the period of use, at two different moments, it presented spontaneous blood return while was performed the catheter maintenance in the exchange of the luer lock connector. However, it was possible to stop the blood return after the connector¿s placement and washing of catheter with 0.9% sf. On (B)(6), the patient returned from home to perform the weekly maintenance, with the catheter completely blocked. The representative was contacted immediately. Since the catheter is valved, the customer requires an evaluation of possible damage to the catheter valve.